Event description:
In 2004, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt tolerated the procedure. On an unk date approximately three years later, the pt had coil embolization performed with nestor coils for treatment of aneurysm enlargement and a small type ii endoleak. The pt tolerated the procedure. In 2009, the pt had a computed tomography (CT) scan which showed contrast in the aneurysmal sac. A distal type I or type ii endoleak was suspected, with no aneurysm enlargement evident. About one week later, the pt underwent an open bilateral femoral artery approach aortic angiogram, which revealed an enlarging abdominal aortic aneurysm, and a type ii endoleak at a branch of the right internal iliac artery. At about 6 days later, the pt underwent placement of an amplatzer vascular plug, within the right internal iliac artery at the area of the branch point. A 12 mm nester coil was released on top of the amplatzer plug and a gore excluder aaa endoprosthesis extension was implanted 3-4mm's beyond the iliac bifurcation, sealing the internal iliac artery at it's origin. Balloon angioplasty was performed, and a repeat angiogram showed complete occlusion of the internal iliac artery, with no evidence of an endoleak. The pt tolerated the procedure and is doing well. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. H6. Code: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note the additional list of gore excluder aaa devices implanted: pxc181400/03092991. Pxc201000/03201299. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.